Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had undergone a pump exchange on (B)(6) 2024 and ultimately passed away on (B)(6) 2024 due to right heart failure.

Event description:
It was additionally reported that the patient continued to experience low flows post-pump exchange. The patient did not have right heart failure prior to left ventricular assist device (lvad) implant. A device related issue did not cause or contribute to the patient's right heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported expiration due to right heart failure cannot be conclusively determined through this evaluation. Additionally, the reported low flow alarms were confirmed through the review of the submitted log files. A specific cause for the reported alarms could not be conclusively determined through this evaluation. A review of the submitted log files revealed multiple low flow alarms. Pulsatility index was elevated during the low flow events. No unusual alarms or events were captured and the device operating as expected. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.